Event description:
Patient was on a v30 in bipap mode. Respiratory therapist was called because there was a "vent inoperative" alarm message on screen and the v30 was not operating. The respiratory therapist turned the unit off and back on and it was operating correctly. The respiratory therapist ensured the patient was unharmed and replaced the v30 with a v60 because we were out of v30s. Follow up: biomed sequestered the v30 and will complete testing. They also noted that the day after this event, we received a recall notice from philips regarding device behavior similar to what we reported. The device will be repaired or replaced based on biomed's recommendation.